Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was running on battery, and not ac power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was not operating on ac power, and only on battery power. The rse noted that after the power cord was connected to the ac, the device was now operating on ac power.